Manufacturer narrative:
(B)(4). The field service representative (fsr) verified that there was no pump operation and it showed offline. The fsr replaced the roller pump. The unit operated to the manufacturers specifications. The unit was returned to manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the pump went blank. There was no power on the display and the fan was working. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed blank display after power up. A short was revealed between pin #2 (drain) and pin #3 (source) which disabled display graphics. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.